Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2020t. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been feeling dizzy for the about a month and a half. Pacemaker failure was noted on an electrocardiogram (ECG). It was also noted that left ventricular (lv) lead outputs could not be confirmed within range for capture. The cardiac resynchronization therapy defibrillator (crt-d) and lv lead remain in use. No further patient complications have been reported as a result of this event.